Manufacturer narrative:
Imaging was not submitted to edwards for review. In addition, the delivery system was not returned to edwards for evaluation as it was discarded by the site. However, as indicated by the primary investigator, the reported event was not a result of an edwards device malfunction. Per the instructions for use, cardiovascular or vascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures that may require intervention, are known potential adverse events associated with the tavr procedure. In this case, it appears that the reported event was a result of a combination of patient factors (small ventricle cavity, stenotic native valve) and procedural factors (abrupt crossing of the native valve). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are possible at this time.

Event description:
As reported via the edwards clinical specialist, a left ventricle perforation occurred during the transcatheter aortic valve replacement (tavr) procedure. Per report, the patient presented with a small cavity left ventricle. The valve was crossed with a guidewire initially without apparent incident. The rf3 delivery catheter with sapien valve was advanced to the ascending aorta in a normal fashion. However, wire positioning in small ventricular cavity was difficult to maintain. Crossing the stenotic aortic valve was difficult with the valve/delivery catheter abruptly crossing the native aortic valve. No changes in hemodynamics were noted at that point. The valve was positioned 50:50 and was deployed under rapid pacing without incident. Upon removal of the rf3 delivery catheter, a drop in hemodynamic pressures was noted. A pericardiocentesis was performed with the patient becoming stable initially. However, the physicians were concerned and elected to move the patient to the o.r. For further evaluation. A small puncture (approximately the size of the rf3 nose cone) was noted in the posterior wall. The punctured site was repaired and patient's recovery has been unremarkable.